Event description:
It was reported that the user experienced an extended cgm warmup period after application of a new dexcom sensor, with the sensor remaining in warmup for approximately 45 minutes. Outcomes included no reported clinical symptoms and no need for medical intervention. Investigation included troubleshooting assistance provided to the user¿s nurse, including toggling the cgm type between g6 and g7 and re-initiating the pairing process. Following these steps, the sensor was expected to continue pairing, and the user was advised to call back if the issue persisted. Investigation of this case revealed no malfunction of the ilet device and indicated that the behavior was consistent with normal cgm warmup and pairing behavior rather than a device or component failure.